Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The log showed the "impella position in aorta" alarm as it became dislodged and was attempted to be advanced. The root cause of the positioning issue is most likely a use issue. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for hemodynamic support. The patient coded prior to and during insertion of the pump. While on support, and while moving the patient, the staff accidentally pulled the pump out while the peel-away sheath was still in place. They were unable to advanced the pump further, and the decision was made to open a second pump which was successfully implanted. The patient coded again after successfully implanting the second pump but was unable to achieve return of spontaneous circulation (rosc}. There is not enough information to exclude the impella device as an associated factor in the patient's demise.